Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the insertable cardiac monitor (icm). The physician elected to explant and replace the icm. The patient was in stable condition.